Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a burning blister under one of the ECG electrodes. The patient was reportedly in the hospital and the patient's nurse gave the patient an ointment to use on the irritation. The patient's physician also removed the lifevest while the patient was monitored by telemetry in the hospital. After use of the ointment, the irritation was healing.